Event description:
It was reported that the patient¿s device had low out of range impedances. The patient¿s therapy coverage was good and there were no therapy problems. However, the patient used to charge every 6-8 weeks and is now charging every 3 weeks. The settings had not changed. During an impedance check done the day of the report, a short was seen on contacts 0 and 1 (<(><<)> 50 ohms). These contacts were not being used. Therapy impedance was normal and contacts being used were 2 and 3. A recharge interval was done, which appeared to be normal. Further information reported indicated that no intervention would be needed or planned as the patient was doing great with his present coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-33, lot# j0401901v, implanted: (B)(6) 2004, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).